Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that a 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. The balloon ruptured at second inflation. The balloon was simply pulled out completely from the patient's body and the patient was good post procedure.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for evaluation. A wolverine cb mr, ous 10mmx2.50mm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of blood and solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media and blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole in the mid section of the balloon. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that a 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. The balloon ruptured at second inflation. The balloon was simply pulled out completely from the patient's body and the patient was good post procedure.